Event description:
Patient reported pain and post-operative staph infection following total knee replacement surgery.

Manufacturer narrative:
Patient reported pain and post-operative staph infection following total knee replacement surgery. Review of the device history record indicates that the device was manufactured to specification.